Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. An infusion set change was performed and the issue continued to occur. Customer's blood glucose was 160 mg/dl. No additional information was obtained regarding a resolution to the issue.